Event description:
It was reported that during a procedure at the user facility the device was speeding up faster than its intended speed. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Additional information: d10 device evaluation: follow-up report submitted to document device evaluation results

Event description:
It was reported that during a procedure at the user facility the device was speeding up faster than its intended speed. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.